Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that a remote interrogation was performed the following day. Normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. The patient reported that they contacted their physician. No additional adverse patient effects were reported.